Event description:
It was reported that patient underwent an ankle nail procedure on an unknown date. A revision has been indicated for an unknown reason; however, there has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed due to the part/lot information could be: catalog number - 14-440215, lot number - 666570, expiration date - feb 28, 2019, manufacture date ¿ mar 30, 2009. Or the part/lot information could be: catalog number - 14-440121, lot number - 853930, expiration date - mar 31, 2019, manufacture date ¿ apr 8, 2009.

Event description:
It was reported that patient underwent an ankle nail procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to a fractured nail. The nail was removed and an ankle fusion plate was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit conclusions as to the cause of the event.